Event description:
The customer reported the battery lock is not working properly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery lock is not working properly. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. It was found the battery ejecting spring associated with battery pca was not aligned appropriately which prevented to lock the battery in battery slot. It was mechanically adjusted which resolved the issue.